Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the latch lock was non-functional. The root cause was unknown. The latch lock was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump no longer worked and exhibited an error message for broken cassette. There was unknown patient involvement and unknown patient harm.